Manufacturer narrative:
Additional product code: dqe, qaq, mud, dxn, dsb, fll, qms, olw. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. An MDR was submitted against the pc1q. A supplemental report will be submitted once the report ID is available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a vitawave cuff with a pc1q was not correlating with the blood pressure cuff. The finger cuff and cable set displayed lower than normal diastolic blood pressures. Both devices were connected to a hemosphere steam. There was no patient harm. It is unknown if the cuff or cable caused the issue.

Manufacturer narrative:
The device was disposed. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. In addition, a device history record cannot be completed without a lot number. Report with FDA report ID number 2015691-2026-10425 was submitted for the pc1q that was used during the case.